Manufacturer narrative:
The reported event of a pump stop was confirmed through the evaluation of the submitted system controller log file. The events were indicative of loss of power to the system controller due to depleted batteries. The patient reintroduced power to the system controller and upon reestablishment of the set speed, no additional hazard alarms were captured. The patient remains ongoing on (B)(4). A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient went to sleep while connected to batteries and when he woke up in the morning, his pump was off. The patient re-connected to power. The vad coordinator then instructed the patient to replace the backup battery in the system controller. During history interrogation, a low voltage advisory was noted the night before at 8:54pm. The next alarm was a low cell battery alarm at 3:13am. The hospital expressed concern of the pump being off for several hours. The manufacturer reviewed the log file and confirmed a total loss of all power. The duration of time in which the pump was off could not be determined. The approximately 10 hours of data recorded in the log file following the event contained no abnormal events. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.